Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete. This same patient, data, event was reported in manufacturer report number 1628664-2018-00262, and a second suspect medical device was added, which is documented here.

Event description:
The customer observed a falsely elevated calcium result on the architect c16000 analyzer. The following data was provided: (B)(6) initial 15.8, repeats 9.4, 9.4 mg/dl. There was no impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of field data, review of labeling and instrument service. No adverse trend was identified for the customer's issue. No return patient sample was available. Historical performance of the reagent lot was evaluated using world wide data. The patient data was analyzed and within established control limits. Labeling was reviewed and found to be adequate. The architect tubing peristalitic head (rohs) pn 7-35009685-01 was replaced, which resolved the issue. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.